Manufacturer narrative:
Investigation summary: exec summary - samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue however the actual cause was not established and based on trend analysis no further action is required at this time. Samples returned - no physical sample device returned. Photos - customer returned 3 photos and the photos show lot number is 0217103 in the box shows the np end cannula broken. The product has been used so the certain cause cannot be concluded at the moment. CAPA/sa - based on the above investigation no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd pen needle 31gx5mm cannula broke off. The following information was provided by the initial reporter: the customer found that one needle had no inner needle and could not be injected.